Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-dependent patient presented to the ER after receiving a vibratory patient notification for non-sustained rv oversensing. The patient was asymptomatic. Upon interrogating the device, it was noted that the ventricular lead was not capturing. The device was reprogrammed and remains implanted.